Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia, epigastric incisional hernia, panniculitis of lower abdomen and bilateral hip. It was reported that after implant, the patient experienced infection, open area with exposed tissue, necrosis, exposed mesh, mesh rolled up along the lower border of incision, infections of staphylococcus and periwound fungal dermatitis. Post-operative patient treatment included revision surgery, debridement of skin and subcutaneous tissue w/ removal of a portion of exposed mesh, debridement of abdominal wall w/ placement of wound-vac and long term IV antibiotic home therapy.